Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had exhibited high out of range shock impedance spikes. Technical services (ts) was consulted and recommended further evaluation and reprogramming options. This crt-d system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had exhibited high out of range shock impedance spikes. Technical services (ts) was consulted and recommended further evaluation and reprogramming options. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received and evaluation with a successful defibrillation threshold (dft) test was performed. No additional adverse patient effects were reported.